Manufacturer narrative:
One tactisys quartz was received for evaluation. When power was applied to the tactisys, post (power-on-self-test) was completed, and communication was established. A known-good catheter was connected, and contact force was observed. The lamp percentage on channels two and three were high (both showed 87.10%) and intermittently blinking red (signal loss). Two known-good fiso modules were temporarily replaced on channels two and three and the lamp percentage came down to normal range for both channels. The tactisys was left on with the test fiso modules for an extended period with no anomalies observed. Evaluation testing was unsuccessful as intermittent signals were observed on channels two and three. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information and investigation provided to abbott, the root cause was isolated to fiso modules in channel two and three.

Event description:
During an atrioventricular tachycardia (avrt) case, an optical problem occurred causing a procedure delay. When the tactiflex ablation catheter was introduced into the left ventricle, it was visible on ensite x, but no contact force was visible and the tactisys was blinking red. Rebooting the tactisys and disconnecting fiber optics did not resolve the issue. A second tactiflex catheter was opened, but the issue persisted. Another tactisys was obtained and connected to the 2nd catheter which resolved the issue and the procedure was completed without complication.